Manufacturer narrative:
There are 19 associated events where scopes were reprocessed with automatic endoscope processors (aer) that were loaded with denatured alcohol and were used in procedures. These include 16 scope events and three aers. They are captured in medwatches with patient identifiers as below: (B)(6) (oer-pro, sn (B)(4)). (B)(6) (oer-pro, sn (B)(4)). (B)(6) (oer-pro, sn (B)(4)). (B)(6) (pcf-h190dl, sn (B)(4)). (B)(6) (pcf-h190dl, sn (B)(4)). (B)(6) (pcf-h190dl, sn (B)(4)). (B)(6) (pcf-h190dl, sn (B)(4)). (B)(6) (pcf-h190dl, sn (B)(4)). (B)(6) (pcf-h190dl, sn (B)(4)). (B)(6) (gif-hq190, sn (B)(4)) first procedure. (B)(6) (gif-h190, sn (B)(4)). (B)(6) (gif-h190, sn (B)(4)). (B)(6) (gif-h190, sn (B)(4)). (B)(6) (pcf-h190dl, sn (B)(4)). (B)(6) (gif-h190, sn (B)(4)). (B)(6) (pcf-h190dl, sn (B)(4)). (B)(6) (pcf-h190dl, sn (B)(4)). (B)(6) (pcf-h190dl, sn (B)(4)). (B)(6) (gif-hq190, sn (B)(4)) second procedure. This medwatch is for patient (B)(6). The makeup of the denatured alcohol is listed below: ethyl alcohol, methyl alcohol, methyl isobutyl ketone, ethyl acetate, heptane (n-). The oer-pro devices that were loaded with the denatured alcohol though owned by the (B)(6) medical center are being used in the (B)(6) county healthcare center which is an extension of the (B)(6) healthcare system. (B)(6). The device is returned and an evaluation completed for it. Upon inspection and testing, there is no device issue found related to the reported incident. Other observations are: hole on switch 1 and cut on switch 2; minor dents on distal end plastic cover; light guide (lg) lens has chips and peeling on cement; distal end rubber coating glue is cracked; insertion tube has scratches which do not catch cotton; lg tube has scuffs and scratches; and there are scratches on the scope connector. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device was reprocessed in an automatic endoscope processor (aer) that was loaded with denatured alcohol with less than 92% ethyl alcohol content. The device was used in a diagnostic colonoscopy procedure which was completed with no issues with the same device. There is no harm to the patient as a result of this event. There are total 16 scope events and three aers associated with the aers loaded with the denatured alcohol.

Manufacturer narrative:
The investigation of the event is completed. This supplemental report is being submitted to provide this information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at the time of shipping. The event is that the customer inadvertently loaded the oer-pro with denatured alcohol and reprocessed the device, using it in a procedure. This event does not have any relation with the device as evaluated. Instructions for use (IFU) includes the necessary information to prevent the issue; the user was aware of the inadvertent misuse that occurred. Ingredients and hazard classes: ingredients: percent and hazard symbols. Ethanol 98% f. Methanol 4% f, t. Ethyl isobutyl ketone 1.0%. - ethyl acetate 1.0% f,xi. Heptane 1.0% f, n, xn. Meaning of hazard symbols: f: highly flammable. T: toxic. N: dangerous for the environment. Xn: harmful. Xi: irritant. B. Hazards identification: ingestion: may cause gastrointestinal irritation with nausea, vomiting and diarrhea. May cause systemic toxicity with acidosis. May cause central nervous system depression, characterized by excitement, followed by headache, dizziness, drowsiness, and nausea. Advanced stages may cause collapse, unconsciousness, coma and possible death due to respiratory failure. Olympus has no validation of the denatured alcohol. However, based on the ingredients and hazard classes and hazards identification, as noted above, a risk of health hazard occurrence in case that the residual denatured alcohol in the scope is absorbed in human body during endoscopic procedure cannot be ruled out. It is recommended that the user ask the manufacturer of the denatured alcohol and medical profession. A refurbishing repair of the device can be recommended. Customer has informed us that there are no reports of any harm to any patients in which such a device inadvertently reprocessed with oer-pro loaded with denatured alcohol was used. Instructions for use (IFU) includes the necessary information below to prevent the issue: IFU of scope gives instructions to use medical-grade 70% ethyl or 70% isopropyl alcohol in the following item: 6 alcohol use medical-grade 70% ethyl or 70% isopropyl alcohol. IFU of oer-pro also gives instructions to use medical-grade 70% ethyl or 70% isopropyl alcohol as below: important information: please read before use: terms used in these manuals, alcohol: 70% ethyl alcohol or isopropyl alcohol.